Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR.: a stent delivery system (sds) was returned for analysis without a manifold. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the entire stent and the stent was bent in the mid-section. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 21mm proximal to the distal end strain relief within the stress relief and manifold hub, which was also broken at this site. A hypotube kink was also noted 1mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-feb-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, pre-dilatation was performed again with a maverick balloon catheter and the procedure was completed after the implantation of a different size synergy¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.